Event description:
Information received by medtronic indicated that the customer experienced high blood glucose and hence suspected that the insulin pump might have under delivered insulin. The customer reported that the tape of the infusion set did not adhere and woke up to high blood glucose. The customer reported do not report any symptoms related to high blood glucose. The customer treated the high blood glucose with manual injection. The blood glucose value of the customer at the time of the event was 600mg/dl. The blood glucose value of the customer at the time of the call was 174mg/dl. No harm requiring medical intervention was reported. Troubleshooting was performed and it is unknown if the auto-mode feature was active at the time of the event. It is also unknown if the customer was using the insulin pump within 48 hours of the reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.